Manufacturer narrative:
(B)(4). It was not possible to perform a thorough analysis on the product because it was not returned for investigation. In this case, there were no reported device malfunctions or product deficiencies. Although a conclusive cause for the reported patient effects and the relationship to the device if any cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2013, the patient underwent a stenting procedure with placement of a 3.0 x 12 mm xience xpedition stent in the right posterior descending artery. During the stenting procedure, plaque shift occurred, causing two lesions in the right coronary (rca) artery to worsen and require additional stenting. A 3.5 x 18 mm xience xpedition was implanted in the distal rca and a 4.0 x 18 mm xience xpedition stent was implanted in the proximal rca. No additional information was provided.